Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experience a scrotal infection. The existing ipp was explanted, a washout was performed and the device was replaced with a malleable implant. There were no further patient complications.